Event description:
Hospital imu personnel were attempting to pace a patient in bradycardia with the device in order to transport patient to ICU. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes and ECG leads. Pacing current was raised to 70 ma but, according to the reporter, the device was removed and replaced with another device because mechanical capture was not seen by the operator. Pacing current in the second device also was raised to 70 ma without clinical signs of mechanical capture. The patient was transported to ICU and no adverse affects were reported as a result of the alleged malfunction.